Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a air pressure transducer on the spm board. The spm board was replaced to resolve the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "off set self check failure - 1174" and "airway pressure sensing failure - 1052" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.